Event description:
The healthcare provider reported injecting one (1) syringe of form into the chin of a patient via periosteum in midline and mid-depth on the lateral portion. The patient healed from the initial treatment however, 10 weeks post injection, the patient experienced lumps, bumps, and soreness in the chin. The hcp continued to monitor the patient and treated with a warm compress. Safety database number (B)(4). Additional comments: importer complaint number (B)(4).